Manufacturer narrative:
No lot number has been provided; therefore, a review of the manufacturing records is not possible. Multiple attempts have been made to contact the caller to request additional event details, to date we have not received a response. Based on the limited information provided at this time, we are unable to determine to what extent if any, the bard device may have caused or contributed to the events as reported. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is alleged via voice message that in (B)(6) 2016 the patient underwent an unspecified hernia repair procedure with the implant of a bard ventralight st hernia patch. As reported the patient developed a post operative fever immediately after the implant procedure which has continued for 3 weeks after receiving 3 courses of antibiotics. The caller alleges the cause of the consistent fever is related to the implant of the bard ventralight st hernia patch.